Event description:
The customer reported that the monitor would intermittently go blank, thus making the system intermittently unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connector was tightened during the service call. The system was tested and found to be working as intended and put back into service.